Event description:
Reporter indicated that vns pt has been experiencing low blood pressure and tiredness. The pt plans to follow-up with their neurologist regarding their symptoms. Investigation to date has been unable to determine the cause or severity of the reported event.